Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019 a right heart catheterization was performed and the sensor was recalibrated by 40mmhg. An angiogram was also performed and confirmed that the sensor is in too small of a vessel which is the probable cause of the dampened waveforms/readings. Accurate readings were observed under the manufacturer's patient care network database.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. However, the following dampened waveforms were confirmed due to the sensor being in too small of a vessel. Per the cardiomems hf system user¿s manual, the target implant site criteria is identified in the la-400275-g or equivalent, which states: ¿vessel diameter is > 7 mm and has < 30-degree angulation where body of sensor will be placed.¿ the user¿s manual also states that mean pressure measurement error has been observed when the sensor was deployed in a vessel which had an inner diameter of less than 7 mm, and in cases where there was an acute bend in the vessel of >30 degrees at the location of the sensor.